Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4 with manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The image was available during inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the reported defect occurred during preparation for use, prior to an unknown procedure.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to damage on ch-tube, water tightness lost, due to pinhole on angle rubber, water tightness lost, image guide bundle had significant breakages, due to crack of distal end, distal end cover had a snag, due to adhesive peeling around bending tube, connection between bending section and distal end detached, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis eus ultrasound bronchofibervideoscope exhibited no image. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.